Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep performed a high voltage arc test. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would produce a unsteady image. No pt injury was reported.